Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) resulting in an incomplete flap on the same day of laser treatment in the left eye (os). It was reported that during the flap creation there were soapy bubbles in the patient¿s eye resulting in an incomplete flap to be created. The treatment was aborted as the patient needed to be heal and it was the surgeon¿s preference not to complete the treatment. The patient had blurred vison in the os due to no treatment. The procedure will be converted to photorefractive keratectomy (prk) procedure. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.00 x .00 x 90; left eye pre-op 20/20 -.75 x -.25 x 90.